Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg would no longer take a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was kept by the medical facility.